Manufacturer narrative:
A partial lead with the distal tip measuring 46.0cm was returned for analysis. External insulation abrasion was noted at 16.2-16.4cm, 31.3-31.9cm, and 41.3-42.2cm from the distal tip, consistent with lead friction to another device or patient anatomy. Externalized conductors due to internal insulation abrasion were noted at 9.0-11.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a normal device change out due to eri, externalized conductors were observed. The case was cancelled when the externalized conductor was discovered. The patient was scheduled for a lead extraction at a later date.

Manufacturer narrative:
.

Event description:
New information received notes that the device has been explanted. Patient was doing fine after the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.